Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I felt like I was being stabbed from inside out feeling continued and kept getting worse/more and more painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the urinary incontinence outcome was unknown. The reporter considered pelvic pain and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media pfs received: event I felt like I was being stabbed from inside out feeling continued and kept getting worse/more and more painful added and case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.